Manufacturer narrative:
D10. Concomitants: 6117669, 300-20-02 - equinox square torque define screw drive kit. 6157388, 300-30-08 - equinoxe preserve stem 8mm. 6230887, 300-50-45 - 4.5mm short rep plate. 5207950, 310-01-50 - equinoxe, humeral head short, 50mm (beta). 6350842, 315-35-00 - glnd kwire. 5966417, 531-78-20 - shouldr gps hex pins kit.

Event description:
It was reported via clinical study that the 65 yo male patient experienced aseptic glenoid loosening. The date of event onset is (B)(6) 2023. The patient was revised on (B)(6) 2023. The patient¿s outcome was last known as resolved.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The glenoid failure reported may be the result of the glenoid loosening as reported. However, the failure cannot be confirmed as no relevant clinical information, images, or radiographs were provided. Potential contributions of manufacturing, patient, or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.